Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic sigmoid colectomy with cystoscopy, indocyanine green (icg) injection, pelvic abscess washout, flexible sigmoidoscopy, and planned diverting ileostomy, an attempt was made to create an end-to-end colorectal anastomosis using a circular stapler. While the device was in use with the patient, the handle broke, necessitating removal of the device. Additionally, the initially placed anvil bent during manipulation was also removed. A new stapler and anvil were obtained, resulting in an approximate 20-minute delay in the procedure. The anastomosis was successfully completed with the replacement device. Intraoperative assessment noted a thin proximal donut and a thick, intact distal donut. Flexible sigmoidoscopy confirmed a patent anastomosis with healthy, viable mucosa and no bleeding. Due to large bowel obstruction and pelvic abscess, a diverting ileostomy was performed.